Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. Walkmed infusion performed further failure investigation and identified normal wearing components and damage to the exterior housing as the cause.

Event description:
During treatment, the clinical staff noticed that the device in question had allowed the flow of IV fluid at a wide open rate with the tubing in place and door closed. The device in question had not been programmed to start when this occurred; the patient was subsequently switched to another device to continue treatment.